Event description:
It was reported that during a lap liver resection procedure, the device had intermittent hand activation. The customer used the foot pedal to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/11/2008. Info not available, device not returned for analysis.